Event description:
It is reported that a customer was hospitalized for diabetic ketoacidosis and was admitted to desert view medical center on (B)(6). The patient's blood glucose was at 335 mg/dl when entering the hospital and 559 mg/dl when the patient checked out. The patient was treated with a sliding scale. The patient's blood glucose at the time of the phone call was at 257 mg/dl. The customer states that there were no significant events that could have led to the high blood glucose. The customer was helped with troubleshooting and everything checked out fine with the insulin pump except for a possible bent cannula. Advised we would like to get the infusion set back for failure analysis and we would send her a replacement in return. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.